Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "upon implantation of the 3rd of 3 allocraft l bone grafts, two metal splines from the tip of the 12mm blocker broke off inter-operatively. The splines were recovered and the blocker was removed from the set to be returned to stryker spine. The graft was then tapped into place of the disc space. After the 3rd graft was situated in the disc space, xray was taken to see if grafts were positioned correctly and if any metal fragments remained. The grafts met with approval of the surgeon, no metal appeared to remain, and the general surgeon was called to begin closing the anterior wound. No usual circumstances followed."